Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26267. It was reported the patient experienced a headache after undergoing an implant procedure. The patient to the ER and was treated for a csf leak with a blood patch. The patient is now doing better.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).